Manufacturer narrative:
The customer¿s report of a separation and leak was confirmed. The set was visually inspected and a separation between the tubing and the male luer was noted. Insufficient solvent was observed around the end of the tubing where the separation occurred. The separated tubing was measured and found to be within specification. Functional testing could not be performed due to the separation. The cause of the separation was insufficient solvent between the tubing and the male luer. The root cause of the insufficient solvent was not identified.

Manufacturer narrative:
The product has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a patient called the nurse to the room to report leaking of fluid and blood during an unspecified infusion of maintenance fluid. A separation of the tubing from the spin collar was observed; there was no patient harm.